Manufacturer narrative:
Final analysis found the pulse generator to exhibit back-up mode due to multiple flipped bits. The device was at end- of-life (eol) due to normal battery depletion. After replacing the battery and downloading the product code, the device functioned normally.